Manufacturer narrative:
The technician found the latch block was stuck due to debris and/or liquid in the area. He cleaned and oiled the latch mechanism to repair the bed.

Event description:
Info received indicates the right siderail will not lock into position when it was raised.